Event description:
A facility reported a neurawrap nerve protector (ID nw340) was found to have hair during the procedure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The neurawrap nerve protector (ID nw340) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies were found during manufacturing and packaging processes of the lot which could contribute and/or be related to the reported condition. Failure analysis - one (1) sample was received for evaluation on which the reported catalog and lot numbers were confirmed. One dispenser box was returned, and the dispenser box contained the already opened outer tray and a small resealable bag (zip-lock type). The resealable bag contained an opened inner tray and a neurawrap product. The product seemed as if it had been wetted prior to its return. The hair was not observed inside either the outer or inner trays. Upon closer inspection of the resealable bag, one (1) loose hair, about 1 inch long, was observed inside the bag; however, outside the inner tray. Since the package was already opened, it cannot be confirmed that the hair was inside the sealed product package. Additionally, retained sample evaluation was performed for lot 7027933, and four (4) units were visually inspected. No foreign matter was observed. The dispenser boxes and contents were in good condition, tray sealing area in good condition. Root cause analysis - the complaint is unconfirmed. Since the returned package was already opened, it cannot be confirmed that the hair was inside the sealed product package. Notwithstanding, awareness training was given to the manufacturing/packaging personnel to inform about the event and findings; also, the importance of correct gowning and product inspection practices were reinforced. No corrective actions are required at this moment since no adverse trending has been identified.